Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event.fse confirmed error 311 on the simulator module, and replaced the simulator module to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The siox simulator module was analyzed and found to have no errors during in-house testing, although failure analysis investigations documented an electrical/fiberoptic defect on the module. The issue could not be replicated. The complaint was not confirmed.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was powering on with non-recoverable error 311. Prior to calling the customer attempted 3 power cycles with no change. Technical services engineering (tse) recommended disconnecting the second surgeon side console, after which the system restarted with no further errors. The procedure was completed with no reported injury.